Manufacturer narrative:
Gtin: unknown. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The sales rep called to report that the valve could not be reprogrammed. During an MRI procedure the valve changed pressure from 120 to 40. The dr tried to reprogram the valve with his programmer and with the sales rep's programmer but could not. The dr thinks the valve is stuck. This valve has been implant since 2006. This patient is handicapped and has seizures but seems to be ok at this time; therefore, the dr decided to leave the valve in the patient. He will see her in two weeks. At that time he will ex-ray the patient and determine if the valve should be explanted. The rep does not know the product code or any information on this valve at this time but thinks it's a p/c (B)(4). The rep will follow-up with the dr and get detailed information on patient condition and valve identification.